Manufacturer narrative:
(B)(6). The initial MDR was filed as MFR report # 3007566237-2016-03227. Additional information indicated the correct manufacturing site was site 3004209178.

Event description:
Additional information received from the manufacturer representative reported that there were no reported trauma or falls for the patient. The issue started in (B)(6) 2016. The patient had been issued a new patient programmer. The patient was now receiving effective therapy. There were no further shocks or problems syncing with the new programmer.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported the patient described ¿electric shocks¿ when attempting to synchronize. The programmer was unable to synchronize with the implant. In addition, the ¿implant cleared previously set programs.¿